Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of death estimated. Date of event estimated. Date of implant estimated. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for the reported patient effect cannot be determined. The reported hospitalization was a result of case-specific circumstances. The reported patient effects of death/expired as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report death post procedure. It was reported through a research article identifying the mitraclip device which may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article, impact of combined baseline and post procedural troponin values on clinical outcome following the mitraclip procedure. No additional information was provided.